Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had seen different things on their screen than they used to. Patient services assisted them on getting their screen back to its usual settings. The patient noted their therapy had been off for 3 hours the previous day and "it was very unpleasant". No further complications were reported as a result of this event.